Manufacturer narrative:
Additional information was received that the patient was doing fine postoperatively. The physician assessed that malfunction was suspected.

Event description:
A report was received that the patient experienced difficulty charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient experienced difficulty charging. The patient will undergo an ipg replacement procedure.